Event description:
It was reported that during a right hemicolectomy procedure, it was observed that the device could not be fired. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 04/24/2025. D4: batch #284d51. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with a cecr60b reload loaded on the device. The reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device ec60a with lot number 298d50; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 284d51, and no non-conformances were identified. As part of ethicon ¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.